Event description:
Customer reported blood glucose results of " 300's" mg/dl with inform system 1 and "100's" mg/dl with inform system 2 were performed within 10 mins. Customer reported no pt symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
Inform system 2 documented.